Manufacturer narrative:
One cadd solis pump was returned for analysis. The device was visually inspected and found to be in good condition. During the testing, the pump was within specifications and passed functional testing. Customer's complaint was not verified. The problem source is unknown.

Event description:
Information was received that the cadd solis hpca pump failed for flow rate. No reported adverse effects.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be in fair condition, cracked on both plunger cases. Pump underwent occlusion testing, and a motor rate error resulted. The customer's reported complaint was verified. The root cause was determined to be the leadscrew black teflon pilling off due to normal wear. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.